Manufacturer narrative:
The pt's system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had failed to show up for a family dinner and was found in his bed, expired. The vad coordinator had reportedly spoken to the pt the previous afternoon and all had appeared well. Info obtained from the coroner indicated that, at the time the pt was found, he was connected to battery power and there were no active alarms. The hospital requested an eval of the pt's system controller as it was not clear what had occurred. The pt's family declined an autopsy.